Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on electronic assembly. The insulin pump had moisture damage inside pump noted. The insulin pump received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip, cracked reservoir tube window and cracked reservoir tube window corners. Additional information is provided for type of reportable event. This information was not included with the initial medwatch report.

Event description:
Customer reported via phone, she noticed the insulin pump had a blank display when she was attempting to bolus. Customer's blood glucose was 120 mg/dl. Troubleshooting was performed. Customer stated the device was not dropped, bumped, or exposed to moisture, no physical damage. Customer doesn't use recommended battery. Battery compartment and its components were not damaged nor corroded. Customer was advised to insert a new battery and the device did not return. Customer was advised to wait for 10 minutes then insert a new battery, display did not return. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.